Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose level. Customer reported that the blood glucose level got down to 50 mg/dl and insulin pump did not tell that. The customer was assisted with troubleshooting for getting the alerts for low. Insulin pump will not be returned for analysis.